Event description:
It was reported that while using two side-firing surgical fibers during a prostate procedure, diminished tissue vaporization efficiency and straight firing of the output beam (forward firing) were observed. The procedure was completed using a third surgical fiber. This report is for the second surgical fiber used. Outcome: "no damaged to the patient."

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.